Event description:
The complainant reported an acute patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. During explant, there were vascular complication of right femoral access during prostar closure. Manual compression resolved the issue. Patient was stable and successfully weaned off of support.

Manufacturer narrative:
The investigation for the reported removal issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the removal issues was due to patient anatomy, most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.